Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported between (B)(6) 2019 and (B)(6) 2019 the patient had a small bowel enteroscopy and several avms were found. These were treated with argon plasma coagulation and they were discharged to home.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital after having an episode of weakness in the parking lot. The patient felt weak and thought they might pass out, however they did not lose consciousness and did not fall. Doppler pressure was in the 40s. The patient was given IV fluids. Their hemoglobin and hematocrit on admission was 8.0 and 26.4. Hemoglobin and hematocrit dropped throughout the day to 6.3 and 21.1. Patient was transfused with one unit of packed red blood cells and gastrointestinal was consulted. Coumadin was placed on hold and the patient was started on IV protonix twice per day. The patient had a small bowel enteroscopy on (B)(6) 2019 that showed a few bleeding angioectasias in the duodenum. These were treated with argon plasma coagulation. Coumadin was resumed following this. The patient was transfused one unit of packed red blood cells on (B)(6) 2019. Norvasc was discontinued and losartan was started due to her history of arteriovenous malformations. Hemoglobin and hematocrit remained stable and patient was discharged to home on (B)(6) 2019.